Event description:
It was reported from (B)(6) by medical staff that a patient experienced an alarm "power disconnect", although a battery was connected to port 1. The patient exchanged battery 1 and the controller switched back to port 1 that was empty and a pump stop followed. The controller was exchanged with no reported consequence or impact to the patient. The patient was reported to be in the clinic, a total of 5 batteries and the controller were replaced with facility stock. No additional information was reported. This is report 2 of 3.

Manufacturer narrative:
It is unknown which of the following batteries were involved in the reported event: (B)(4). Battery serial numbers: (B)(4) - based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-01769, 3007042319-2015-01770 and 3007042319-2015-01771) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: july 6, 2015. Data through: (B)(6) 2015. Normal power consumption. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015. On (B)(6) 2015 between 00:41 and 07:26 there was a sustained drop in estimated flow. Subsequent logged power and estimated flow is in the normal range. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-01769, 3007042319-2015-01770 and 3007042319-2015-01771) submitted for devices related to the same event.